Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. After a non-bsc guide wire crossed the lesion, a 3mm x 40mm x 146cm coyote¿ es balloon catheter was advanced for dilatation; however, upon inflation, the balloon ruptured. The device was completely removed from the patient and dilatation was completed with a 3mm non-bsc balloon catheter. Blood flow recovery was confirmed and the procedure was completed. No patient complications nor injuries were reported.